Event description:
It was reported that the patient was implanted on an unknown date with the matrix construct. The patient was returned to the o.r. For a revision surgery because a screw was in the wrong position and required replacement and repositioning. The surgeon was unable to remove the locking caps and reposition the screw. It was noted that the locking caps were cold welded to the screw. The surgeon had to cut and remove the rod, then removed two screws and locking caps. It is not known what the patient was revised to. This is report 2 of 6 for this event. This report is on the locking cap.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 2 of 6 for complaint (B)(4).